Event description:
The physician was attempting to pass bilateral extensions when the carrier broke off in the neck region. An additional incision was made in the patient's neck to retrieve the extensions and an additional pass was made. See manufacturer's report number 3004209178-2009-02609.

Manufacturer narrative:
Final device analysis of the carrier revealed the carrier broke at the distal end of the inner carrier. The inner carrier stretched slightly prior to breaking. There are impressions in the carrier indicating that it was pulling out of the tunneling tool and bending over the edge. The shaft is bent in the normal location when used in a tunneling tool handle; however, it is necked down indicating a strong tensile force was applied.